Event description:
A patient was taken to the or for a anal fistulotomy and removal of a drain. The patient was placed in the lithotomy position and the perineal area and thighs were prepped with allegiance prevail-fx one step topical preoperative prep solution. The staff assessed the area as dry and then placed the sterile drapes. The surgeon reports that the drain was in the left anterior lateral quadrant and the skin over it was cauterized down through the tract to allow it's removal. The surgeon noted a warmth on the index finger being used to aid in skin retraction. When the hand was pulled away it was noted that the surgical glove had ignited. Shaking the finger to extinquish it resulted in the drapes igniting. The circulating nurse immediately poured saline over the drapes and the patient, extinquishing the flames. The fire alarm was pulled and the fire department responded. It was determined there was no further danger. The patient sustained 1st & 2nd degree burns in the anal, scrotal and buttocks areas. The esu device was sequestered and tested. No malfunctions were identified. An incident analysis was conducted and it is theorized that the accelerant involved was 1. The prep may have pooled in the anal folds 2.vapors from the prep may have accumulated under the drape, or 3. Methane gas may have escaped from the pt's anus.